Event description:
It was reported that the right atrial lead became dislodged when the device pocket was revised. When the lead was extracted, the helix was noted to be full of scar tissue and had a rounded edge. The lead was explanted and replaced. No patient complications have been reported as a result of this event. The patient was a participant in the (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.